Event description:
Reporter noted pt has complained of photophobia and asthenopia. Metallic foreign bodies were observed on iris three months post-op. No inflammation in anterior chamber. Surgeon plans to re-operate. Feels particles may be the result of contact of u/s tip with phaco chopper during use.